Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history could not be conducted, because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of pseudoaneurysm is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on review, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, the patient was treated for a pseudoaneurysm at the access site by manual compression. The patient fully recovered without sequalae. Details are listed in the attached article, titled "performance of the 32mm myval transcatheter heart valve for treatment of aortic stenosis in patients with extremely large aortic annuli in real-world scenario: first global, multicenter experience" no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated as (B)(6) 2024. D4 - the UDI is not known as the part and lot number were not provided. Attachment: article title "performance of the 32mm myval transcatheter heart valve for treatment of aortic stenosis in patients with extremely large aortic annuli in real-world scenario: first global, multicenter experience".